Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The large needle driver was found to have two missing idler pulleys at the distal end. The missing pulleys were not returned with the instrument. The large needle driver was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause of this failure is associated with mishandling and/or misuse.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of a large needle driver instrument was broken. There was no report of injury. On 9/10/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that prior to a da vinci-assisted surgical procedure, the tip of a large needle driver instrument was not aligned properly. The issue was identified by the surgical tech prior to start of the procedure, during case set up. The instrument was pulled out of circulation and a replacement instrument, same kind, was put in its place. The procedure ended up completing with use of a backup instrument and no report of injury.